Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: section c. Investigation ¿ evaluation. Event description: cook was informed of an incident involving a cook bakri postpartum balloon. As reported, the complaint device was used to treat postpartum hemorrhage. The balloon was placed by hand. After 100ml of saline was inflated, the balloon ruptured. The patient lost another 400 ml of blood after the bakri ruptured. Another bakri tamponade balloon catheter was used to successfully achieve hemostasis. No additional consequences to the patient were reported as a result of this occurrence. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, quality control data, the instructions for use, and specifications. The complainant returned one bakri postpartum balloon catheter for investigation. Visual examination confirmed the catheter was returned in a used condition. The balloon material was split/ ruptured along the length of the balloon. Under magnification the balloon material displayed a possible puncture mark located near the center of the split. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Although evaluation of the returned device indicates that balloon was likely punctured by an instrument during use, the customer has reported that no metal instruments were used with the device. Cook could not determine a definitive cause of this event from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during treatment of a post-partum hemorrhage, after losing 1100 ml of blood, a bakri tamponade balloon catheter was placed by hand and ruptured after 100 ml of saline was injected. The patient lost another 400 ml of blood after the bakri ruptured. Another bakri tamponade balloon catheter was placed to achieve hemostasis. No additional consequences to the patient were reported as a result of this occurrence.